Manufacturer narrative:
Qn#(B)(4). The UDI number could not be provided as the customer could not provide the product code and lot number.

Event description:
It was reported that "two lumen cvc was in use for 3 days when blood sample was taken via the brown extension line and afterwards this extension line showed a leakage. The white extension line was still intact and was used for the last two days until the cvc was removed as no longer required. Therefore, the catheter didnt need to be removed or replaced, only the defective/brown extension line was closed/pinched off. It seems like this was the first blood sampling with the catheter/extension line, but it cannot be confirmed for sure." There was no patient harm or injury. No medical intrevention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The UDI number could not be provided as the customer could not provide the product code and lot number. The customer provided two photos for analysis. The photos show the distal extension line tied into a knot. The customer also returned one, 2-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed the distal extension line was tied in a knot. After failing functional testing (see below), visual analysis revealed a hole on the distal extension line adjacent to the juncture hub. The luer hub remained attached to the extension line. Microscopic analysis confirmed the damage. The edges of the hole appear rough and jagged which is consistent with a manufacturing molding defect. The distal extension line was untied for functional testing. A lab inventory syringe filled with water was attached to each extension line. The proximal extension line flushed as intended. The distal extension line was flushed, and leaking was observed from a hole adjacent to the luer hub. A manual tug test confirmed both lumens were secured to their respective hubs. The customer reported, "2-lumen cvc was in use for 3 days when blood sample was taken via the brown extension line and afterwards this extension line showed a leakage." This suggests the catheter was functional for 3 days prior to the observed defect. A device history record review could not be performed as no material or lot number was provided. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole on the distal extension line adjacent to the luer hub. The edges of the hole appeared rough and jagged which is consistent with a manufacturing molding defect. Based on the sample received, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "two lumen cvc was in use for 3 days when blood sample was taken via the brown extension line and afterwards this extension line showed a leakage. The white extension line was still intact and was used for the last two days until the cvc was removed as no longer required. Therefore, the catheter didn't need to be removed or replaced, only the defective/brown extension line was closed/pinched off. It seems like this was the first blood sampling with the catheter/extension line, but it cannot be confirmed for sure.". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".